Manufacturer narrative:
As part of the investigation follow up with the user facility regarding the reported event was conducted. The user facility¿s policy and reprocessing methods are as follows: at bedside upon completion of a bronchoscopy, the scope is disconnected from the processor. The insertion section of the scope is wiped clean with a lint free cloth or sponge soaked in clean water. Clean water is then flushed through the scope and suction channel to remove all secretions, blood, or debris. Repeat flush of the channel until flush solution is clear of gross debris. Then removal all disposable components from the scope and transport it to the processing room. The disposable components are discarded in the proper receptacle. In the processing room the pre-cleaning steps are fill the washbasin of the sink with 4 gallons warm water sink is marked to indicate 4 gallon level) and 2-4 oz. Of enzymatic cleaner. Before submerging scope in washbasin, perform leak test using mu-1 leakage tester. Turn mu-1 unit on and insert the connector fully into the output socket. Make sure air pump noise is heard. This must be done prior to connecting to scope otherwise damage to scope will occur. Lightly depress pin inside connector cap to ensure air is emitted through the coiled tube. Align vent-connecting pin on scope cap to connector cap keyway and attach scope to mu-1 unit. Observe bending section of scope for expansion. Submerge scope into washbasin and observe for bubbles for 1 minute. If no bubbles observed then scope is safe for processing. Continuous bubbling indicates a leak. Do not process scope. Remove scope from washbasin. Turn mu-1 unit off. Disconnect connector end from mu-1 unit before detaching from scope. Wait 30 seconds or until bending section has returned to normal size then disconnect from scope. Failure to do this will result in damage to scope. If scope is safe for processing, return to wash basin for further cleaning. If scope is not safe for processing, remove the scope from service and notify the biomedical engineering department for directions on repair. Otherwise, with scope submerged, a disposable cleaning brush-to-brush is used to clear all debris from the bronchoscope channels. The scope is allowed to soak for 2-3 minutes in the enzymatic solution. Any reusable parts are cleaned in the enzymatic solution utilizing the disposable brush. The scope and reusable parts are removed from the washbasin to allow the scope channels to drain. The scope and reusable parts are now ready for processing in oer-pro disinfecting system. Before the first scope is processed, water to the system is turned on. The facility then performs its daily inspection of the oer-pro prior to any cycle which includes checks for fluid leaks, lid and lid packing, connectors and connector tubing, detergent tank, alcohol level, mesh filters and disinfectant odors the findings are then logged. The minimum effectiveness of the detergent/solution and printer paper is also checked prior to each cycle. If the strip indicates a failure, the scope cannot be processed in that solution. The solution must be changed and tested for efficacy. If test strip indicates a pass (mrc: manufacturers recommended concentration) scope reprocessing is continued. The scope is then transported to the reprocessing basin and connected to the required connecting tube(s). The user must insure that the correct tubing is connected to the appropriate processor outlet, which will insure proper solution flow through the scope. Any reusable parts are placed in the washing case in the center of the retaining rack. The scope ID is scanned and the user ID over the rfid reader. The oer-pro cycle is then started. After a completed cycle the facility¿s reprocessing staff wearing clean gloves, disconnects the connecting tubes from each bronchoscope. Removes the scope from the processor and wipes off any water using clean a cloth/gauze. The scope is stored in the bronchoscope storage cabinet in the bronchoscopy lab. Finally, the results of each scope reprocessing will be printed. A check should be placed under the preclean, tube and mrc section of the printout indicating the operator has performed each of these processes by entering in the performing physician's name and the operator's initials in the comment section. A patient sticker placed on reverse side of the printout and place in the logbook. An end of inspection is performed and logged to ensure the processor and water processor are powered off, outer surface is cleaned, clean mesh filters and all fluid levels are checked. The user facility reports that to ensure patient safety and prevent the spread of infection, all bronchoscopes will be cleaned and disinfected utilizing the oer-pro scope processor immediately after completion of the procedure. All personnel who perform bronchoscopies will be trained in the cleaning of scopes and use of the oer-pro processor for scope disinfection. In addition, appropriate personal protective equipment (ppe) will be utilized during all steps of scope cleaning and disinfection. In addition, an endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. The scope was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined at this time. Please see related MFR. Reports: 8010047-2019-03127, 8010047-2019-03128, 8010047-2019-03129 8010047-2019-03130 and 8010047-2019-03132 to account for the mentioned patient infections. (Two scopes were used on one patient.)

Event description:
The service center was informed that the scope cultured positive twice for gram positive bascilla after reprocessing. The user facility reported that they were investigating another germ; however, it came back negative. The scope was used on four patients who developed achromobacter xylosoxidans denitrificans after their procedures. The user facility believes that the patient being immunocompromised is a contributory factory. The scope is currently not in service.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The positive culture testing for the scope were as follows: on (B)(6) 2019 1 colony bacillus species, (B)(6) 2019 found 3 colonies non-ferm and 2 colonies 3 different gram positive bacilli. On (B)(6) 2019 there were 80 colonies of coag negative staph, and 1 colony gram positive bacilli. The channels of scope were brushed and flushed with 20 ml sterile pbs. The brushes were clipped and submitted with the pbs in sterile screw-cap centrifugation tubes. The cultures were performed using filtration.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. The scope was sent to an independent laboratory for microbial testing. There was no microbial growth found on the scope. The scope was ethylene oxide (eto) sterilized and returned to the service center. The scope is pending physical evaluation.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The device was returned to the service center for evaluation. A visual inspection performed on the received device using an olympus boroscope to inspect the channel. The instrument channel was inspected and noted tear marks inside the channel from the bending section side. The channel was further inspected and did not find any signs of kinks, stains, or foreign material. The image was checked and noted the image is normal. The scope passed the leak test. The scope was purchased on november 28, 2005 and the last time the scope was returned for service was on may 8, 2019 for a full refurbishment. Based on the evaluation, was not able to find any evidence of foreign material or substance inside the channel. The tear marks inside the channel is due to mishandling.